Event description:
It was reported that the patients device had moved to the right and was ¿coming through the skin.¿ the patient stated this started 2 years prior. The patient was going to see a new physician and had a consult planned for (B)(6) 2014. Her new physician was going to replace the implant because of the movement. It was further reported that the patient was still having concerns but had an upcoming appointment on (B)(6) 2014. It was further reported that the stimulator had eroded through the skin and close to midline. The device appeared to be implanted too superficially. The skin was very tender at the stimulator. The device would be replaced on (B)(6) 2014. The patient¿s status was alive with injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced the patient was much better.

Event description:
It was additionally reported that the patients implanting physician reported that the patient was seen on 2014-(B)(6). It was stated that the stimuilator was no longer working.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).